Manufacturer narrative:
The field service engineer (fse) visited the customer site and did not identify any issues. All syringes, sample and reagent probes were checked. Instrument performance test results were acceptable. The customer ran qc. The instrument was operating within specification. Calibration signals were lower than expected. Qc was acceptable. No issues were identified during a review of the alarm trace data. Neither a general instrument or reagent issue were identified. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results for 1 patient tested for elecsys troponin t gen5 stat (troponin t gen5) on a cobas e 601 module. The patient presented with chest pain and chest tightness, shortness of breath and leg swelling. According to the information that was provided, the patient had developed the symptoms of chest discomfort, weight gain and shortness of breath over the course of 1-2 weeks. The initial result was 121.6 ng/l. This result was reported outside of the laboratory. The patient was given 325 mg of aspirin, started on heparin and given sublingual nitroglycerin for pain. A new sample was obtained 1 hour later and the result was 11.70 ng/l. Another sample was obtained 1 hour later and the result was 12 ng/l. The customer repeated the original sample on a different e601 module and the result was 12.56 ng/l. The customer then repeated the original sample on the e601 module in question with a result of 11.9 ng/l. There was no allegation that the patient was adversely affected due to the treatment provided. Medical assessment of the event states that even if the troponin t gen5 result had been different, it is likely the medications would have still been given based on the medical history of the patient, the patient's clinical symptoms at the time of the event and the patient's risk factors. There is no information to suggest the results from the device contributed to an adverse event. For additional patient details related to this event, refer to the attached data. The patient has since been discharged and transferred to another facility. The patient was in stable condition at the time of transfer. The troponin t gen5 reagent lot number is 38154201 with an expiration date of 31-may-2019.